Event description:
(B)(4). (B)(6) 2013 I had such severe bleeding from my uterus that I had to take serious drugs to get the bleeding to stop. This occurred just 2 weeks after my last period. During the months following I would have irregular bleeding. The proposed solution to stop the bleeding in between periods was to put me on birth control. This stopped the bleeding in between my periods, but the bleeding during my periods was very heavy. During my period I would have huge clots all day long being discharged. I felt exhausted all the time. My memory got worse and worse over the next few years. It was like I was in a fog.